Manufacturer narrative:
E.1. Initial reporter state: address information was not able to be obtained, therefore, ca was used as a place holder based off user facility. H.6. Investigation summary: it was reported the rubber from vial is getting stuck in the needle. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two needle assemblies with no plastic shields. One is connected to a syringe and the other needle is next to the syringe. The needle assembly connected to the syringe has a string of material at the needle tip that appears to be the same color as the vial rubber stopper. No other information could be obtained from the photo. A device history record review was completed for provided material number 427563, lot 1012139. The review did not reveal any detected quality issues during the production of this lot that could have contributed to reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. H3 other text : see h.10

Event description:
It was reported that during use with bd intramedic¿ luer-stub adapter "coring" occurred and "rubber" foreign matter was stuck in the needle. The following information was provided by the initial reporter: rubber from vial is getting stuck in the needle.